Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('spotting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), fear ("scared") and sexual dysfunction ("sex issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the vaginal haemorrhage and fear outcome was unknown and the sexual dysfunction had resolved. The reporter considered fear, sexual dysfunction and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: sexual dysfunction, vaginal haemorrhage, fear. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('spotting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), fear ("scared") and sexual dysfunction ("sex issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the vaginal haemorrhage and fear outcome was unknown and the sexual dysfunction had resolved. The reporter considered fear, sexual dysfunction and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: sexual dysfunction ,vaginal haemorrhage, fear. Quality-safety evaluation of ptc: unable to confirm the ptc complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.